Manufacturer narrative:
Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for a cerebrovascular accident(cva) on (B)(6) 2018. Through a CT scan, it was determined that the cva was a diffused subarachnoid hemorrhage. The last reported inr was 2.4 on (B)(6) 2018. This was within the patient's therapeutic inr range.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct relationship between the device and the reported subarachnoid hemorrhage and neurological dysfunction could not be determined. Stroke, neurological dysfunction, and bleeding are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented to a local community hospital due to a headache. A CT scan showed fisher grade 3 subararachnoid hemorrhage (sah) and hunt hess 2 moderate headache. Inr was 2.9. The patient was transferred to the implanting center and an addiitional CT scan performed confirmed sah. An evd drain was placed on (B)(6) 2018 and medications were adjusted. On (B)(6) 2018 the evd drain was changed to lumbar drain.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 28, 2018. Correction: usage of device.

Event description:
It was reported that the patient presented to an outside hospital the morning after having a headache with numbness in lips and side of face. The patient's international normalized ratio (inr) was supratherapeutic at the outside hospital and was reversed with kcentra. The patient was transferred for further evaluation. Neurosurgery was consulted. A lumbar puncture (lp) was attempted but was unsuccessful due to worsening neurological status and weakness in the extremities. An external ventricular drain (evd) was placed. A repeat computed tomography angiography (cta), performed on (B)(6) 2018, revealed no worsening or new signs of bleeding. Trans cranial direct-current stimulation (tcds) showed negative results for vasospasm. The patient remained on nimodipine for a 21-day course. Inr was elevated to 2.3 on (B)(6) 2018 for which the patient received 3 doses of fresh frozen plasma and 1 milligram (mg) of vitamin k. On (B)(6) 2018 the patient was taken for a diagnostic angiogram which was negative for aneurysms. An attempt was made to wean the patient off of evd, however, due to problems with their pressures elevating as well as the drain itself leaking, it was decided to place a more permanent shunt. On (B)(6) the patient underwent surgery to place a lumbar shunt. The CT, after inr returned to therapeutic levels, revealed no further bleeding. The event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.